Event description:
It was reported that pump displayed malfunction code malf 12 with associated fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code recurred, and caller acknowledged and understood instructions.